Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. It was unable to perform further investigation due to no product returned. Therefore, issue will be closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a healthcare professional (hcp) reported after the application of the abbott diabetes care (adc) device, the customer experienced pain at the insertion site. The customer self-treated by applying a loxoprofen compress (an over-the-counter adhesive tape to treat muscle pain, stiffness, and joint inflammation) and an unspecified pain medication. The customer had contact with a hcp who removed the adc device. There was no report of death or permanent impairment associated with this event.

Event description:
On behalf of the customer, a healthcare professional (hcp) reported after the application of the abbott diabetes care (adc) device, the customer experienced pain at the insertion site. The customer self-treated by applying a loxoprofen compress (an over-the-counter adhesive tape to treat muscle pain, stiffness, and joint inflammation) and an unspecified pain medication. The customer had contact with a hcp who removed the adc device. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.